Manufacturer narrative:
Onsite investigation revealed that drained x-ray batteries caused the reported event. However, the erratic driving of the system could not be reproduced. Replacement of the x-ray batteries along with the motion batteries resolved the issue. No further issues were reported. Replaced batteries were not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system seemed to be driving erratically and would not pass one of the calibrations. There was no patient present when this issue was identified.